Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental for will be completed.

Event description:
It was reported that the touch screen became unresponsive. There was no impact to customers' blood glucose level.